Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb needle went through the shield. The following information was provided by the initial reporter: it was reported needle though the shield.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb needle went through the shield. The following information was provided by the initial reporter: it was reported needle though the shield.

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, the needle pierced through the shield was observed. However, this is not an eclipse product that is manufactured by bd tuas. A device history record could not be evaluated as the lot number is unknown. Therefore, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.